Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported initially that her transmitter was not working. Customer stated that sensor reading was 85 mg/dl and her blood glucose was 50 mg/dl. Customer stated needed new transmitter to get accurate reading. Customer declined to troubleshoot. No further information provided.